Manufacturer narrative:
E1 initial reporter establishment name: (B)(6), the analyzer's serial number is (B)(6). The following alarms were observed: ll a2-b, ll a1-b, and obs.rr. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient on a cobas 8000 c702 module. The first sample initially produced a result of <5 mol/l two times. The same sample was diluted, and the results with a 1:5 dilution ratio were <5 mol/l and <5 mol/l, <5 mol/l (increased dilution), and the result with a 1:10 dilution ratio was 128 mol/l. On (B)(6) 2026, a second sample was obtained from the patient. The initial result was -90.3 mol/l (reported as <5 mol/l). The sample was diluted, and the results were -47.8 mol/l (increased dilution) (reported as <5 mol/l), and 139.3 mol/l with a 1:10 dilution ratio. The sample was tested at another site on a cobas c 502, and the result was 65 mol/l. The result with a 1:10 dilution ratio was 135 mol/l. The patient was tested in another laboratory using the beckman enzymatic assay, and the result was 68 mol/l with a reference range of 45-84 mol/l. It was not specified if this result was obtained from a new sample. On (B)(6) 2026, the patient was then tested in another laboratory using the beckman jaffe assay, and the result was 54 mol/l with a reference range of 49-90 mol/l. It was not specified if this result was obtained from a new sample. Interference is suspected because it has historically been impossible to obtain reliable creatinine results for this patient.